Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. The blood glucose was 9 mmol/l. The troubleshooting was performed and noticed that the customer was trying to prime it and it can't stop the priming. The customer stated that the drive support cap is sticking out. The customer also stated that the end of the insulin pump came out and he taped it. The device will be returned for the analysis.